Event description:
The baxter service tech reported an infusion pump with failure code 2j. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.